Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and unusual periods/menorrghia') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy with lysis of adhesions and procedure done to treat menorrghia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Lot number: 898935 manufacturing date: 2011/09 expiration date: 2014/09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received: new event "uterine leiomyoma" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and unusual periods/menorrghia') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy with lysis of adhesions and procedure done to treat menorrghia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, and uterine leiomyoma to be related to essure. Lot number: 898935. Manufacturing date: 2011/09. Expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event cramps was recoded to the meddra llt: lower abdominal cramping. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and unusual periods/menorrghia') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy with lysis of adhesions and procedure done to treat menorrghia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Lot number: 898935. Manufacturing date: 2011/09. Expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and menorrhagia ("heavy and unusual periods/menorrghia") in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy with lysis of adhesions and procedure done to treat menorrghia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Lot number: 898935, manufacturing date: 2011/09, expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and menorrhagia ("heavy and unusual periods/menorrhagia") in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy with lysis of adhesions and procedure done to treat menorrhagia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.